Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. This is a combined initial + final report with investigation findings included below: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed empirically based on the accounts by the edwards medical safety officer. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in tricuspid position where the study team was notified that the tte completed on post-operative day 33 showed a single leaflet device attachment. The starting tr (tricuspid regurgitation) was severe and ending tr was moderate, but the tr grade after the slda happened was back to severe. There is no patient injury and no plans for reintervention. As per latest update, the patient is feeling good, not currently symptomatic and therefore the physician will just monitor this patient and reassess at the 6-month visit.